Event description:
Consumer had her ear pierced with the inverness ear piercing system in a retail store on july 27, 1997. She was admitted to the hosp on 8/5/97 for treatment of an infected earlobe. The MFR is currently awaiting add'l medical and related info from the parties involved.